Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. Additional information received and b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber and mold in the device. The patient has alleged to experiencing a mass on the lung, difficulty breathing and nasal/throat irritation and soreness. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 was updated with the appropriate health effect - clinical code(s) and health effect - impact code

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as:the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an visualization of particles in tubing/chamber related to a bipap device's sound abatement foam. The patient alleged mass on the lung, difficulty breathing and nasal/throat irritation and soreness. There was no medical intervention required by the patient. The reported event of not getting enough automatic oxygen from the device it cause to have a stroke in eye and loose eye nerve and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section a1 was corrected by capturing the patient identifier which was missed in initial and follow up report. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.